Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was over 600 mg/dl and was treated with insulin drips. Customer reported symptoms of nausea, vomiting, excessive thirst, urination and abdominal pain prior to the hospitalization. Reservoir compartment was noted to be broken. The caller stated that when the customer tries to bolus he does not receive insulin. It was also noted that the cannula was bent inside the customer's body. No further information reported. .

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with scratched lcd window, severely cracked reservoir tube, broken reservoir tube lip, broken belt clip slot, and cracked battery tube threads.